Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was reported that pt has old itrel system in place not functioning.